Event description:
After (B)(6) 2020 lvcm has aborted and presents with loss of capture. Lv lead is reported to be chronic. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).